Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient experienced an infection. The patient was hospitalized and treated with an unreported intravenous drug for an infection. Approximately 7 weeks after the hospitalization for the infection, the patient passed away. The cause of death was reported to be due to the infection; however, an autopsy was not performed. The patient was on hemodialysis while in the hospital and at the time of death. Pd therapy had been discontinued after being admitted to the hospital. No additional information is available.